Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for a patient with low flow alarms, recurrent associated with low volume. Pump parameters were adjusted. The patient was administered volume intravenously. However, in the analysis of the echocardiographer and verbal comment, there was a turbulent flow in one of the cannulas. Log file review showed multiple pulsatility index (pi) events that were occurring on (B)(6) 2025 at 6:57:50. There were no low flow alarms recorded during this history. Previously recorded alarms that may have been associated with the reported alarms were likely purged and replaced with newer data.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported malposition could not be conclusively established. Review of the submitted log files did not confirm the reported low flow alarms. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of the IFU, "surgical procedures," explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This document also outlines the steps to reorient the pump. Section 6 of the IFU lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the turbulent flow was not confirmed by the senior physician on the echocardiogram. The patient had no symptoms. No intervention was performed. It was later discovered that the pump had shifted due to reduced left ventricular (lv) size, causing the pump to touch the lv, causing arrhythmias and decreased flow. The patient was admitted for case discussion and placed on a waiting list for transplant or pump repositioning.